Manufacturer narrative:
Date rec'd by MFR: 12aug2019. The manufacturer's field service engineer performed troubleshooting and confirmed the reported issue. The customer declined repairs and scrapped the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a black screen and would not power on. There was no patient involvement.